Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: (B)(6) reviewed the open call for (B)(4): cases from (B)(6) 2022 reviewed and collective cases noted capsulotomy firing starting on frame #3 and completion on frame #13. Significant movement not noted. Energy found to be lower than desired and robocone interfering with cabling. Root cause: energy was adjusted and robocone interference with cabling addressed. Cases performed since (B)(6) 2022 showed continual improvement in capsulotomies.

Event description:
Dr. (B)(6) from (B)(4) - (B)(6) reported to (B)(6) via phone on (B)(6) 2022 that the capsulotomies this morning and yesterday are not cutting. He stated that he had one that almost was a run-out tear but was able to salvage it during the surgical procedure.